Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: although it was reported that a posterior cuff miss occurred, the evaluation of the returned device did not match the reported event. Evaluation of the returned device found both cuffs were still attached to the link and respective needle tips. The whole monofilament was returned loose and there was a knot formed. Based on the investigation findings, the suture was pulled out from the artery or there was no arterial capture by the suture. The probable cause for the suture being pulled out of the artery is not enough tissue captured, the device was deployed outside the artery or the operator applied excessive pressure on the suture while attempting to advance the knot. The probable root cause for the suture being pulled out of the artery is related to the operational context in the use of the device. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. To assure that all products perform according to specifications they are subject to a inspection during manufacturing and a quality control audit inspection is performed to verify product quality.